Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link connecter separated during patient use. The saline lock separated from the tubing at the hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.